Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a shock. The physician suspected unanticipated therapy. The physician reprogrammed the device.